Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 23911 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 6 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 indicating that the safety system detected a compromised outer vacuum. Dissection of the outer-balloon segment and pressurizing the inner balloon identified the inner balloon distal bond was leaking and detached from the shaft. In conclusion, the balloon catheter failed the return product inspection due to inner balloon distal bond detachment observed. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician and aborted under general anesthesia cannot be assessed through physical product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter, an error message indicated a compromised outer vacuum of the balloon during ablation. The procedure was aborted and the last vein was not ablated. The patient was under general anesthesia, and no medical or surgical intervention was needed to prevent permanent impairment. No patient complications have been reported as a result of this event.